Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve, the balloon did not inflate. It was noticed on angiography and fluoroscopy that contrast was leaking from the balloon. During removal of the delivery system and valve, there was difficulty removing the system from the femoral sheath. The devices were successfully removed by a vascular surgeon via cut-down. A new sapien 3 valve was successfully implanted and there were no injury to the patient. At last report, the patient was doing fine. Based on the location of the tear on the balloon, the physician confirmed that it couldn¿t have been the calcium in the aorta that did this since that portion of the balloon was covered when they went through the calcified areas.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the valve was over the inflation balloon, the crimp balloon was torn just proximal to the inflation balloon to crimp balloon (I/c) bond, the balloon wing was flared out, there were gouges on the flex tip. The valve frame was pinched on the outflow side, likely due to clamps used to remove the valve during surgical intervention. The sheath had minor distal tip damage, was expanded as designed with no liner tear, and minor kinks approximately 3 inches and 1 inch from the tip. Additionally, a picture of the delivery system after it was used was provided from the field. The delivery system had a balloon leg flared out, indicating that the crimp balloon was torn. During dimensional testing, the double wall thickness of the crimp balloon proximal to the observed tear was measured and found to be within specification. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment (pra), as per management discretion. Although imagery of the patient anatomy was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. Visual inspection revealed gouges on the flex tip (figure 5), which support that valve diving occurred. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As the delivery system was able to be prepped with no report of device leakage, it is likely the tear occurred during the procedure due to patient and/or procedural factors. It is possible that access vessel calcification/tortuosity and the torn balloon led to withdrawal difficulty through sheath. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could then cause the balloon to catch on the sheath tip, making it difficult to withdraw into the sheath. As noted during visual inspection, a balloon wing was flared out, which supports that the balloon leg likely caught on the sheath tip. Although a definite root cause cannot be determined at this time, available information suggests the root cause for this complaint can likely be attributed to patient and/or procedural factors. During manufacturing, the balloons are 100% inspected for wall thickness and visual defects. Balloons are sampled for burst testing and additional visual inspection during the crimp balloon molding process, the following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection of the entire device for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing on a sampling basis as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device was visually inspected for physical defects or damage, tested for system retrieval force, tested for balloon burst pressure, and visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Since no manufacturing non-conformance or IFU/training deficiencies were identified, an fmea assessment is not required. The complaints for balloon ¿ torn and delivery system ¿ withdrawal difficulty- valve, through sheath were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of complaint history, lot history, manufacturing mitigation, and the device history record (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. A review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (withdrawal difficulty). Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
During preliminary evaluation of the returned devices, it was observed that the delivery system crimp balloon was torn just proximal to I/c bond, the balloon wings were flared out, and there were gouges on the flex tip. It was observed the sheath had minor distal tip damage, the liner was expanded as designed with no liner tear, and there were minor kinks approximately 3 inches and 1 inch from tip. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.